Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Having to flush out the remaining tampon material inside of myself - vagina [foreign body in reproductive tract]. They are falling apart - tampon [device breakage]. Tampons are falling apart when removing [complication of device removal]. Case description: consumer reported via email that the tampons are falling apart during removal. No serious injury was reported.